Manufacturer narrative:
Patient identifying information is not available for reporting. Event date: unknown. This report is for one (1) unknown nail. Implant/explant date: unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. Unknown, as no lot or part numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that article 359.219 lot. 8752503, the investigation of the complained inserter shows that the instrument could be dismantled and the drill chuck¿s blocked. The device shows heavy hammer marks on the head section at handle and at the chuck. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We suppose that the inserter goes damaged due to exceeding applied mechanical force, or direct impact effect. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary was for 359.219, not for unk nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it is possible to disassemble the insertion handle when putting in the nails. The bottom of the handle can be removed from the top. Due to this occurrence, a 15 minute surgical delay was reported. This report is for one (1) unknown nail. This report is 2 of 2 for (B)(4).